Event description:
The pt underwent a 2-level tlif using an unidentified construct with infuse bone graft supplemented with posterior fixation via mast technique. By approx four months post-op, the pt who was previously asymptomatic began complaining of back pain. CT films taken post op day one revealed good position of devices. All subsequent CT scans have confirmed that pedicle screw fixation is infact. However, approx 3 mons post-op, it was noted that the lower graft migrated with follow-up CT scans revealing apparent resorptive changes of the vertebral body(s). Surgeon indicated that the end-plates may have been perforated intraoperatively. A biopsy with aspiration was performed at an unk time post op, which was negative. Esr and crp are normal. Pt's condition is reportedly stable.

Manufacturer narrative:
It is unk if any of the devices contributed to the reported event. Device was not returned to MFR for evaluation. Unable to determine the cause of the event.